Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. It was observed during the procedure the right atrial lead could not be fixed after several attempts. The lead was replaced, and the procedure completed. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.